Manufacturer narrative:
One cadd extension sets sample was received in used conditions without its original packaging inside a (B)(6) bag. Visual inspection was performed at 12" under normal lighting to received unit, in order to detect any damage on the unit. During the visual inspection, it was observed that tube was broken in two parts. The reported allegation was confirmed. After a review of the different verifications that are performed during the manufacturing process to detect damage components, the most probable root cause is that damaged occurred after the product left the shm facility. The device lot number was not reported. As a preventive action production personnel was notified by quality engineer as awareness of the defect reported by the customer. The problem source is unknown.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd extension set severed in th the middle of the tubing. Patient was infusing veletri. No reported adverse effects.